Manufacturer narrative:
H10: the device was received for evaluation. During functional flow rate accuracy testing, the device under infused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate setup. The pressure plate setup requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during saline therapy in the intensive care unit. The expected infusion time was set at 1 hour at a rate of 999ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.